Event description:
Same case as MFR's report #:2134265-2010-00395, 2134265-2010-00396, 2134265-2010-00397, 2134265-2010-00398, 2134265-2010-00399 it was reported that post an elective rotational atherectomy procedure, a patient death occurred. The patient was admitted to the hospital following a fall which fractured her right hip. The procedure took place two days following the fall. The 90-95% stenosed de novo lesion being treated was located in the severely calcified mid left anterior descending artery (lad). The lesion length was 20mm. Access was gained through the left femoral artery with a non bsc 8fr catheter. The wire was advanced to the left main with some difficulty. The rotablator system was platformed at 150,000 rpms. The physician completed ablation with a 1.25mm burr and a 1.5mm burr. Following the use of the 1.5mm burr, the patient experienced slow flow. Nitroglycerin was given and the issue resolved. The physician then continued with the 2.0mm burr, treating only the proximal lesion and was not able to pass through the lesion. During ablation with a 2.0mm burr, the rpm's dropped from 150,000 to 119,000. Also, the patient became hypotensive and experienced transient st elevation that the physician was able to stabilize by unspecified means. After ablation was completed, the physician post-dilated the lesion with a 2.0x20 apex mr balloon for two inflations, at 4 and 6 atms respectively. The procedure was successfully completed at that point. During transfer of the patient to her room, the patient became bradycardic, hypotensive, with st elevations and ventricular tachycardia. Using acls measures, the patient was revived. However, as the patient was transferred to the ICU, the patient again started experiencing ventricular tachycardia and ventricular fibrillation, and the patient died. In the opinion of the physician, the patient died due to extensive calcific burden, leading to st elevation and arrhythmias. It was also the physician's opinion that there was no device malfunction and no vessel damage. The angiography showed good results, and the coronary artery was patent.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)